Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy procedure, the device bag partially detached from the metal ring. The surgeon placed the specimen into the bag and removed it from the patient in the usual fashion. No patient injury has been noted.